Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in a procedure. According to the complainant, the advanix pancreatic stent had buckled on the push catheter. It was reported that the physician had used the wrong size pusher to deploy the stent. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.